Event description:
Reported per clinical trial dvl-he-020: (B)(6) 2014 subject patient underwent primary open midline umbilical hernia repair procedure. A bard/davol ventrio hernia patch was placed intra-peritoneal in an underlay technique. Non-bard/davol mechanical fixation and sutures were used. Full skin closure was achieved using sutures and adhesive skin closure. The patient was discharged to home on (B)(6) 2014. (B)(6) 2014 subject patient was diagnosed with subcutaneous seroma; no action taken. (B)(6) 2014 reported end date for the adverse event. Per the study clinician, the reported adverse event has been assessed as moderate in severity, possibly related to the study device and possibly related to the index procedure. As reported, the ae is reported as recovered/resolved.

Manufacturer narrative:
As reported, about one week post-implant of ventrio mesh, the patient was diagnosed with a seroma, which resolved with no treatment required. The clinician has assessed the patient¿s postoperative course as being "possibly" related to the study device and possibly related to the index procedure, however, based on the information provided, no conclusion can be made. Seroma is a known inherent risk of hernia repair surgery. The instructions-for-use, supplied with the device lists seroma as a possible complication. Review of manufacturing records confirms product was manufactured to specification. To date, this is the only reported complaint for this manufacturing lot of 189 units released for distribution in (B)(6) 2013. Device not returned - remains implanted.